Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that patient presented to the hospital for an unrelated cardiac event. Upon interrogation, it was found that the right ventricular lead was exhibiting noise. The lead had been previously turned off for the same issue. The lead was reprogrammed and patient will continue to be monitored. Patient condition post-event was stable.